Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the incidental finding of pump resets; however, a specific cause for these resets could not be conclusively determined through this evaluation. The submitted log files were reviewed, and pump reset events were noted between (B)(6) 2023 and (B)(6) 2023 in the left ventricular assist device (lvad) event log files. A specific cause for these resets could not be conclusively determined as the corresponding timestamps were not captured in the controller event log files. The reported driveline power fault alarm was confirmed via the submitted log files. This alarm resolved with the exchange of the modular cable and controller; refer to these investigations for more information. The pump appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Section 1 ¿introduction¿ also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. The heartmate 3 lvas patient handbook, rev. D is currently available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon further log file review, transient pump resets were captured from (B)(6) 2023 to (B)(6) 2023. The pump ramped back up to the fixed speed shortly after each event. A specific cause for the observed resets could not be determined as there was no controller event data available for this timeframe.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.